Manufacturer narrative:
(B)(4).

Event description:
It was reported inappropriate episodes of ams were observed due to competitive atrial pacing. It is advised to perform retrograde testing when patient is in clinic. A programming change was recommended. No further information is available.